Event description:
The customer reported a false positive reactivity in the anti-d microtube with known d negative samples using mts a/b/d monoclonal & reverse grouping card lot# 072005037-08 during qc.